Manufacturer narrative:
The pumping logs were downloaded and concluded the following for the investigation. By 17:00, the pump was powered on and there were valve cassette test failure alarms till 17:02:19 after which a back priming was done. From 17:02:41, the valve cassette test failure alarm occurred 3 times after which it was cleared, and an auto program request was received. At 19:26:59, the infusion was stopped and put to standby mode by a key press event. Then the nurse noticed the half-emptied bag and switched the device to standby mode. Later the volume counters are cleared for the infusion. The infusion was delivering as expected for the duration of 2 hours 19minutes 4 seconds and within the delivery accuracy tolerance and didn¿t over deliver as per the cda and event logs. Engineering confirms the half empty bag from the images provided, but it couldn¿t confirm the bag being full at the start of the infusion. It was concluded that the device was working as expected and the pump did not over infuse. Engineering could not confirm the customer report.

Manufacturer narrative:
The device was returned for evaluation, however, testing has not yet been completed.

Event description:
The event involved a plum 360 pump where it was reported that the pump over infused. The programming parameters were at rate: 9.6ml/hr, vtbi: 500 and 52:05 duration. The date and time of the infusion initiated was on (B)(6) 2023 at 17:07:52. The pump alarmed for n251 before the infusion was started and the infusion was set up in line a. The fluid infusing was a dextrose. The fluid in the bag was 500 ml when the infusion was started and when the issue was noted it was at 250 ml. On admission and prior to the event the patient was stable and on respiratory support. During the event, stable and on respiratory support. After the event, patient was noted with jerky movements and eeg was initiated. There was a spike in the blood sugar level when labs was drawn to confirm. The bag only had 250ml remaining at (B)(6) 2023 19:26:59 when there should still be 477ml remaining. When the nurse hung a new bag at 17:07, they also changed the tubing. The nurse reported that the remaining ml in the bag is less than 477ml. The device was stopped and pulled from service at (B)(6) 2023 at 19:25. Due to privacy constraints, patient identifying information, medical history, and medical treatment given, results of eeg/labs will not be provided, and reporter cannot reach out to the nurse involved.